Event description:
It was reported that, implantable cardioverter defibrillator (ICD) system interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery. Data review confirmed that all delivered shocks in standard polarity where ranging between 99 and 105 ohms, while last delivered shock in reverse polarity was reporting out of range. Engineers reviewed the device memory data confirming normal device operation and recommend the need to evaluate the ICD and the lead integrity. Subsequently, the system was recommended to be explanted. This ICD remains in service. No adverse patient effects were reported.